Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the operating room for a device upgrade. When the leads were inserted into the new device, an error message was prompted when trying to run the autocapture tests. The message stated the testing could not be completed due to noise reversion. The egms didn't display any noise or noise reversion markers. The same error message occurred when the device was interrogated in a different room. Programming the output setting was completed. A device code download was installed and restored the testing issue.